Event description:
It was reported that during a lap colon procedure the device once activated and then the button released, continued to remain. No patient involvement,

Manufacturer narrative:
(B)(4) date sent: 2/9/2026 d4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4 batch #: a98735. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Functional testing was performed with the generator, and the device worked as intended; no alert screens were displayed at any time during testing. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The har36 device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "tighten assembly" alert screen. This alert occurs when the instrument is not properly assembled with the handpiece. To ensure proper assembly, the torque wrench supplied with the device should be used to tighten the blade onto the handpiece. Turn the torque wrench clockwise while holding the handpiece, and continue until it clicks twice, indicating that sufficient torque has been applied to secure the blade. For further details, please refer to the instruction for use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98735, and no non-conformances related to the reported complaint condition were identified.